Event description:
Patient experienced pain after the blade implant cut out from a prior left hip surgery (unknown date). On (B)(6) 2013, a revisionary total hip replacement was performed after the short trochanteric fixation nail was removed. Other parts removed included a helical blade and 5.0 mm locking screw. This report is for the unspecified helical blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.